Manufacturer narrative:
(B)(4). The hernia occurred on an unspecified date in 2013. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced an abdominal hernia coincident with peritoneal dialysis (pd) therapy. The cause of the hernia was unknown. The hernia started after pd therapy was initiated; however, the hernia was not worsened by pd therapy. It was reported the patient was hospitalized for the event. It was reported the hernia ruptured and was subsequently surgically repaired. The nurse reported that the patient did not pursue treatment for the hernia which led to the hernia rupture. On an unreported date during hospitalization, pd therapy was discontinued and hemodialysis was started, which continued throughout the entire hospitalization. At the time of this report the patient was discharged from the hospital and was recovered from this hernia event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a complete device analysis could not be completed. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.